Event description:
A (B)(6) female pt contacted zoll customer support to report that the charger/modem would not charge her battery packs. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger/modem was resetting. The cause for the resets and inability to charge a battery pack was a shorted u13 (8-bit cmos flash micro-controller) component. The root cause of the shorted u13 component cannot be positively identified. No adverse event resulted from the corrupted u13 component. The pt was issued a replacement charger/modem.